Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The fse replaced the vision side cart (vsc) common computer controller (ccc) to resolve the issue. The system has been verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was visually inspected, where no issues were found. Unit was installed on the known good in-house system and the vsc monitor could not show full display on the screen. Vsc touch display showed "insufflator disabled" message. System could not finish power up sequence. The unit was taken to a programming station where it was confirmed to be bricked. As a result of these findings, the root cause was determined to be a bricked ccc. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported the system was left on all night and the site had some generator checks last night. The tse had the site cycle off the vision side cart (vsc) breaker and make sure the surgeon side console (ssc) and the patient side cart (psc) are both off then turn the vsc breaker back on and try to power on the system. The vision tower does not complete start up and it does not fault. The message self-test is on the screen and does not go away. Site has a xi system they will move cases to, this is a down system. The procedure was aborted with no patient involvement.